Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump had three cracks in the casing. It was noted that evidence of corrosion was observed in the battery compartment. There was no loss of power reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/18/2014 with the following findings: during investigation, the battery compartment was observed to be cracked. The crack runs between the battery cap and the case seal. There was evidence of moisture found in the battery compartment. The pump failed a leak test due to the battery compartment crack. Unrelated to the complaint, evaluation revealed a dark ink spot on the display. In addition, the vibratory feature was not functioning during testing. The vibratory motor pins were found to be misaligned. When the contacts were re-aligned, the vibratory function returned. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.